Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the perfusionist that they were planning on placing the patient on pneumatic support using a stroke volume limiter (svl) and drive console, due to a possible "motor failure" of the lvad. They listed the patient as 1a for a heart transplant; however, if the patient is not able to get a transplant soon, then they will exchange the device. A week later, the patient was treated for a percutaneous lead infection. The patient has not been placed on pneumatic support yet, and remains stable awaiting a heart transplant.

Manufacturer narrative:
The patient remains stable and is awaiting a heart transplant. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.